Event description:
It was reported a balloon burst during a fistulagram. It was reported that after the balloon had passed through the sheath multiple times, the balloon ruptured. The hole was reported as large, but it is not known if it was longitudinal or circumferential. No report of detachment or of any injury to the pt. The balloon had been inflated to 25 atm. An inflation device and a 6f sheath were used for the procedure. No calcification was reported in the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassembles, the manufacturing process and the qc testing. This lot met all release criteria. This was the first event reported for this failure mode for this manufacturing lot number. The returned sample was evaluated. The balloon rupture was located approx mid-body of the balloon. The material underneath the area of the rupture was severely kinked. Under magnification, the balloon burst appeared to be circumferential, extending halfway around the circumference of the balloon. The result of the investigation was confirmed for a balloon rupture. The root cause is unk. It is unk if pt and/or procedural issues contributed to this event.